Manufacturer narrative:
Per good faith effort (gfe) response received, the authorized service provider (asp) engineer stated that the device was not in patient use, and no patient or user harm was reported. No repairs were completed by philips as the customer ultimately chose a third-party vendor for service and repair. Although the asp noted that the device has been repaired and returned to service, no additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v200 ventilator indicating that there was a tidal volume error, and the oxygen transfer self-test failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.